Event description:
Event description guidant received information from the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), that the device was emitting beeping tones. A guidant technical service representative discussed tone operation. As the reported tone pattern does not reflect normal device behavior and interrogation was unremarkable, the device was not the suspect tone source. The patient was instructed to investigate her environment for other potential sources. Later, it was reported that the tones have continued.